Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in its original packaging was returned for evaluation. The sample was visually evaluated with no defects found. The sample was also occlusion and leak tested with passing results. Based on the results of the sample evaluation, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "when connecting to saline line to term treatment. Double triple checked that connects are secure. Arterial pressure plummets are unable to return blood without introducing a lot of air into the system. Causing patient at times to lose blood volume as well. No injury reported.

Manufacturer narrative:
This report has been identified as (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.